Event description:
It was reported that during an open spine procedure at the healthcare facility, the physician registered the patient with a spine mask. When verifying the bone fiducials for accuracy, the surgeon noticed a 4-5 mm inaccuracy. The surgeon did not move forward with the mask, but used the point to point work flow instead. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during an open spine procedure at the healthcare facility, the physician registered the patient with a spine mask. When verifying the bone fiducials for accuracy, the surgeon noticed a 4-5 mm inaccuracy. The surgeon did not move forward with the mask, but used the point to point work flow instead. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The catalog number for the (B)(4) software listed as concomitant device was updated.

Manufacturer narrative:
The reported event could not be duplicated. During the evaluation of the event, the use of the spine mask instead of a spine clamp for an open procedure was identified as a potential cause of the event. Primary product and concomitant product to the event were updated.

Event description:
It was reported that during an open spine procedure at the healthcare facility, the physician registered the patient with a spine mask. When verifying the bone fiducials for accuracy, the surgeon noticed a 4-5 mm inaccuracy. The surgeon did not move forward with the mask, but used the point to point work flow instead. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.